Manufacturer narrative:
This report is submitted on february 19, 2021.

Event description:
Per the clinic, the patient experienced delayed wound healing, and was treated with topical antibiotic ointment. The implanted device remains.

Manufacturer narrative:
It is now reported that there had been an infection at the abutment site. This report is submitted on april 1, 2021.